Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been included with this report..

Event description:
It was reported that the customer did not experience diabetic ketoacidosis. Customer does not recall the blood glucose value at the time of admission. The hospital took two days to give customer treatment for the itchiness.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with unknown blood glucose level. The customer stated that they became sick and so they called emergency medical service and it dispatched him to the hospital. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated by manual injections and they changed the way because he took certain medications. Customer reported that they had itchiness in his arm and leg and hospital gave him benedryl for two days to treat itching. Troubleshooting was done for high blood glucose because customer reported that they did not have time to do troubleshooting. The insulin pump will not be returned for analysis.